Event description:
The MFR rec'd info alleging, a "service required" alarm condition occurred on a ventilator. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was evaluated at the MFR's service center and the customer's complaint was confirmed, "service required" codes were observed in the device's downloaded event log. The device's internal battery was replaced to address the issue.